Event description:
It was reported that pericardial effusion and tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. After device deployment, the patient's blood pressure dropped to 80/60, and pericardial effusion and tamponade were noted. A pericardiocentesis was performed and 1500cc of blood was drained initially. The bleeding did not resolve and the closure device was not in a position that was adequate to seal the ostium. Upon transfer to the operating room the patient's blood pressure increased to 130/70. The closure device was still attached to the core wire and in the patient. The device was removed from the patient during surgery. The patient is recovering in the intensive care unit.